Manufacturer narrative:
Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was difficult to inject and extract water from during the pre-test. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one device sample was received in used condition in a plastic bag. During visual inspection no damage or other defects were detected on the sample. The sample was inflated with the use of a syringe to detect any problem in the inflation system, the sample works as expected. The complaint could not be confirmed/replicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken since the complaint could not be confirmed.g4 - 510k number.